Event description:
It was reported that cgm displayed error message during use of g7 sensor. No additional information was received regarding the outcome of the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, confirmed error did not return, and successfully started new sensor session.